Event description:
It was reported that a clinician relayed the patient¿s concern that the ilet was delivering insulin when blood glucose was dropping or low, and the clinician lacked sufficient device data to understand dosing; the clinician was advised on how to sync data and interpret the ilet history and reports to confirm delivery status, including education that the on-screen circle moves even when no insulin is delivered. Symptoms included hypoglycemia. Outcomes included no alerts or alarms reported and no hospitalization. Investigation included troubleshooting and user education, along with attempts to obtain device data for review. Investigation of this case revealed that the cause of the reported hypoglycemia and perceived inappropriate insulin delivery could not be determined due to insufficient data, and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.